Manufacturer narrative:
On march 3, 2017, bayer received a cluster of essure complaint reports originating from the ansm, health authority of (B)(4), device vigilance database via legal proceedings. Following receipt, bayer consulted ansm in order to obtain the relevant casereference number information. On march 24, 2017, ansm provided the available corresponding case reference numbers to bayer. Upon receipt of this information bayer evaluated and processed the cluster of essure reports within the global safety database by april 12, 2017.

Event description:
This spontaneous case was reported by a physician ((B)(4)) and describes the occurrence of device physical property issue ("device bent from the outset") and device difficult to use ("prolongation of operative time with accompanying risks") in a female patient who had essure (batch no. 627737) inserted. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced device physical property issue and device difficult to use. At the time of the report, the device physical property issue and device difficult to use outcome was unknown. The reporter provided no causality assessment for device difficult to use and device physical property issue with essure. Linked cases (B)(4) with same (B)(4) number (B)(4). Company causality comment: this spontaneous case report refers to a female patient who had an attempt to have essure inserted and, during insertion procedure, device bent from the outset (seen as a device physical property issue). It was also reported prolongation of operative time with accompanying risks. These both events are anticipated in the reference safety information for essure. Based on the nature of these events and also based on the fact that they occurred during insertion procedure, causality was assessed as related. This case was regarded as other reportable incident, as although the event did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. Product technical analysis and follow-up information are expected.

Manufacturer narrative:
This spontaneous case was reported by a physician ((B)(6) reference number: (B)(4)) and describes the occurrence of complication of device insertion ("prolongation of operative time with accompanying risks") in a (B)(6) female patient who had essure (batch no. 627737) inserted. Other product or product use issues identified: device physical property issue "device bent from the outset, twisted implant noticed before insertion" on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced complication of device insertion. At the time of the report, the complication of device insertion outcome was unknown. The reporter provided no causality assessment for complication of device insertion with essure. The reporter commented: linked cases# (B)(4) with same (B)(6) number (B)(4). No further information expected from reporter. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred terms. In this particular case a search in the database was performed on 05-oct-2017 for the following meddra preferred term: device physical property issue : the analysis in the global safety database revealed 77 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-oct-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.